Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer stated that the pump may have been slightly damp. The customer's blood glucose level was not impacted. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.